Manufacturer narrative:
The insulin pump was received unable to prime during the prime test and alarmed motor error during the basic occlusion test due to loose protruded drive support disk. No unexpected compromised force sensor system alarm or a3 alarm noted. The insulin pump had minor scratched lcd window, cracked case near the display window corners, broken reservoir tube lip and cracked lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a compromised force sensor system alarm and that the drive support cap did not look right. The customer was filling the tubing when the alarm occurred. The customer's blood glucose level was 201 mg/dl. It was noted in troubleshooting that the drive support cap was flushed. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.